Event description:
Patient was at outpatient physical therapy center. Electrical stimulation unit was applied to patient's left shoulder via 4 electrodes in a cross pattern for interferential stimulation. Unit was set at 5000 hz on frequency differential, rate of 65 and intensity was turned on to less than 1 on the output when patient reported feeling a shock. The intensity was immediately turned off, at which time the patient reported feeling another shock. The unit was removed along with all electrodes and the area was inspected. No visible marks were noted. The patient related increased soreness over left anterior shoulder area. Ice was applied and the patient reported the pain was decreasing over time. Biomed was alerted and inspected the unit. Testing was completed and no problems were noted. The unit was sent to a third party service organization for further testing.